Event description:
Customer called to report the reservoir's door was open and the reservoir fell out. It was stated that customer is very active and carried the children on the hip, which it may had caused the door to open. It was further stated that this may have been the cause of the customer's hospitalization for low bgs. Device was not worn in a protective case.